Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient underwent a procedure on (B)(6) 2017 to implant a trial lead for a drg system. When the physician was attempting to place the lead, a cerebrospinal fluid (csf) leak occurred and the physician performed a blood patch. The physician was unable to place the drg lead and elected to switch to a scs lead. Postoperatively, the patient experienced a headache which later resolved without medical intervention.